Manufacturer narrative:
E1initial reporter first name : (B)(6).

Event description:
It was reported that vessel dissection occurred. The 100% stenosed, de novo target lesion with a mild angulation was located in the proximal left anterior descending artery. Pre-dilatation was performed with a 2.0x20mm nc non-boston scientific balloon catheter. A 2.75 x 48mm synergy ii drug-eluting stent (des) was deployed at nominal pressure. However, an intimal dissection was found at the proximal end of the stent. Another 4.0x12mm synergy des was deployed to treat the dissection. No further patient complications were reported and the patient's status was stable. It was further reported that while inflation of the stent, the proximal edge may have entered into the intima.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that vessel dissection occurred. The 100% stenosed, de novo target lesion was located in the proximal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 20mm nc non-boston scientific balloon catheter. A 2.75 x 48mm synergy ii drug-eluting stent (des) was deployed at nominal pressure. However, an intimal dissection was found at the proximal end of the stent. Another 4.0 x 12mm synergy des was deployed to treat the dissection. No further patient complications were reported and the patient's status was stable.